Manufacturer narrative:
(B)(4).

Event description:
It was reported the left ventricular lead was not capturing for seven years. The left ventricular lead as turned off. The lead was capped during a routine generator replacement. No further information is available.